Event description:
It was reported to boston scientific corporation, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used for a colonic dilatation. Pt's age, weight and gender were not provided. According to the complainant, it was reported the balloon could not be removed from the scope due to a kink in the catheter. The physician removed the scope and device from the pt, cut the balloon catheter, and then pulled the catheter out from the distal end of the scope. This procedure was completed with this device. There has been no report of complications or injury to the pt due to this event. Post procedure, the pt's status was fine.

Manufacturer narrative:
The lot number was not available. Therefore, the device manufacturer and expiration dates are unk. User facility indicated the device has been disposed of, therefore, a failure analysis of the complaint device could not be completed. We are unable to determine the cause of this event. (B) (4).